Event description:
It was reported that an increase in pacing impedance was observed on the device. The left ventricular (lv) lead was alleged to be inadequately inserted into the device header. During a revision procedure, the lv lead was detached and reattached back into the device header to resolve event. The patient was stable with no consequences.